Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 7122 competitor tachy lead 2010 (B)(6), 1688tc competitor pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device had early battery depletion, which may have been due - in part - to high threshold on a competitor left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.